Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable connection with the pump cable seemed to be loose; and it did not close completely. Within the final position, the closed lock was not aligned with the white arrow. The plan was to exchange the modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty securely connecting the pump cable and modular cable inline connectors could not be confirmed as no product was returned for evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation. The account submitted two videos for review. Review of the videos captured the customer tightening and loosening the pump cable and modular cable inline connection; however, a loose connection between the cables could not be confirmed through review of the videos, as the videos depict that the yellow line on the thread of the pump cable inline connector was able to be fully covered by the modular cable inline connector. Additionally, misalignment of the pump cable alignment arrow and white lock/unlock connectors could not be confirmed due to the final positioning being unclear from the submitted videos. It was reported that the modular cable connection with the pump cable seemed to be loose and did not close completely. It was further reported that the closed lock was not aligned with the white arrow within the final modular cable position. The account communicated that they planned to exchange the modular cable and return it for evaluation soon; however, the modular cable has not yet been exchanged. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.